Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had a high blood glucose level due to bent cannulas. The customer's blood glucose level during the incident was 497 mg/dl. The customer treated their high blood glucose with the insulin pump. It was noted in troubleshooting that the customer had scarred tissues. The customer was advised to change the set, rewind the insulin pump, and send the set back for analysis. The device will not return for analysis.